Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for an upstream occlusion alarm is a kink in tubing or a faulty uso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5: unknown, no information provided to date.

Event description:
It was reported the device exhibited an upstream occlusion issue. Patient was instructed to remove the bag from the pump. Spike in tight, tubing not bent over by the pump or spike. No clamps on line between IV bag and the pump. Instructed to remove the batteries for 1 minute, still alarmed. No adverse patient effects were reported by the customer.